Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link extension set leaked. It was stated that during a procedure the IV continued to infuse but when meds were pushed through the IV, the patient did not receive the medications. After the patient was undraped, the blanket on top of the patient was wet and blood tinged; however, there was no apparent harm to the patient and the patient was discharged post-procedure as planned. There was no patient injury or medical intervention associated with this event. No additional information is available.